Event description:
It was reported that the lead was capped due to oversensing issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information provided indicated that increased lead impedance and multiple inappropriate shocks were delivered to patient. Patient noted to have passed out and woke up on the floor. Patient also suffers from constant pain in the arm.

Manufacturer narrative:
(B)(6).